Manufacturer narrative:
A2 - age at time of event: patient is 16 years or older.

Event description:
It was reported that deflation issue occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 3.00 x 38 mm synergy was advanced to treat the lesion. During the procedure, after deployment of the stent and inflation of the device balloon to its nominal pressure, the balloon would not deflate properly. The balloon was repeatedly deflated using a non-boston scientific indeflator. After 3-4 minutes, the device was able to be removed. The procedure was completed successfully and no patient injury was reported.

Manufacturer narrative:
A2 - age at time of event: patient is 16 years or older. Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system, catheter was returned for analysis. Visual, tactile, microscopic and functional analysis was performed on the device. Multiple kinks were noted along the hypotube shaft. The inner wire lumen was stretched and damaged, 19.4cm distal from the port exchange. A visual examination of the balloon noted that the balloon had been inflated and the complaint states that the stent was deployed successfully. Balloon cones were reviewed and were subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The device was soaked in a water bath at 37 degrees celsius and was attached to an encore inflation device. The device was inflated to its rated burst pressure of 16 atmospheres. The balloon maintained pressure with no leaks and when a vacuum was applied the balloon deflated in 15 seconds. This inflation and deflation from the device rated burst pressure was performed on three more occasions and the balloon deflated fully each time in approximately 15 seconds. It was not possible to track a 0.014-inch guidewire through the device as the inner wire lumen was stretched.

Event description:
It was reported that deflation issue occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 3.00 x 38 mm synergy was advanced to treat the lesion. During the procedure, after deployment of the stent and inflation of the device balloon to its nominal pressure, the balloon would not deflate properly. The balloon was repeatedly deflated using a non-boston scientific indeflator. After 3-4 minutes, the device was able to be removed. The procedure was completed successfully, and no patient injury was reported.